Event description:
The reporter stated that the device displayed a "program terminated" message on the screen and an "ok" prompt. The customer's attempts to reboot (restart) the device to restore operation were unsuccessful. There were no patients connected to the device at the time of the malfunction.

Manufacturer narrative:
Hard disk drive failed. MFR's evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Evaluation of the returned device confirmed the malfunction. Investigation isolated the problem to a failed seagate hard disk drive. Based on the device's installation date and the date of the malfunction, the device's estimated operating time prior to failure was 32,000 hours of use. Given the foregoing, reliability analysis concluded that the disk drive failure was not an unusual occurrence and is consistent with what is usual and customary for components of this kind. The failed disk drive was replaced to correct the problem and the repaired device was returned to the customer.